Manufacturer narrative:
Method: because the adverse pt symptoms presented itself sometime after the procedure, the device had already been disposed of per the hospital's standard operating procedure and is not available for an eval. The physician stated that he is certain that the serious injury was not due to a malfunction of the esophyx2.

Event description:
After a successful transoral incisionless fundoplication (tif) procedure, a post procedure egd was performed and no bleeding was noted at the time. Approx 10 hours post procedure. The pt experienced a drop in blood pressure and was taken into the operating room. The physician performed another egd and found a large clot of blood in the stomach. A radiologist placed dye into the blood vessels and it was found that there was bleeding near the gastroesophageal junction. The physician is not certain what caused the bleeding but suspects when firing a fastener, a blood vessel ruptured. The pt lost approx 4-5 units of blood and was admitted into the ICU. The pt recovered nicely and was discharged 6 days later. Her outcome was good and she was confident that she had no reflux symptoms at the time of discharge.